Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter became occluded resulting in a leak. The catheter was placed in the patient for 48 hours prior to the issue. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed. According to the sample evaluation, a bardex latex foley was returned. The eyes of the catheter were blocked. 60ccs slip tip syringe was inserted into the drainage funnel and attempted to push water through the drainage lumen. No water exited the eyes. Per the quality engineer, the root cause was due to urine encrustation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not completed as only the manufacturing lot number was provided. This catheter produces in moncks corner and then sent to be placed in a single strip packet, trays, or a product subassembly. These products have various labeling. Without a corporate lot number or associated tray product catalog number the labeling sold with the product labeling is unknown. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter became occluded resulting in a leak. The catheter was placed in the patient for 48 hours prior to the issue. No medical intervention was reported.